Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was infected with the rest of the system, crt-p remains in service. No additional adverse patient effects were reported.